Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. It should be noted that the reported patient effect of intimal dissection is listed in the xience prime instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified, 90% stenosed lesion in the right coronary artery. A 3.0 x 23 mm xience prime stent was deployed at 10 atmospheres and a distal edge dissection was noted. A 2.75 x 18 mm xience prime stent was implanted to treat the dissection. There were no adverse patient sequelae and no reported clinically significant delay. No additional information was provided.